Event description:
It was reported that at implant, multiple measurements on svc-can did not give an impedance reading. The physician elected to program the svc coil off and program the device rv-can as the shock vector.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event.